Manufacturer narrative:
(B)(4). One actual sample was received and evaluated. A leak was visually observed at the junction of the vinyl y of the supply line during the pressure test. Functional test and pressure test was performed and defect was confirmed. A batch review was not performed due to unknown lot number. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Event description:
A nurse reported to baxter (B)(4) that a leak was noted from the y junction of the yume set which was observed during priming. There was patient involvement but no patient injury or medical intervention.